Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that when opening the package there was a hair stuck inside of the wrapping.